Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: no observations are performed for the complaint as the event is insufficient information. Additional observations: observed creases on the device. Yellow particles observed in the surface of the shell. Observed opening in the anterior side assessed as surgical damage. No further actions are required as the device was implanted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV. Device has been explanted.